Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional procedure. Reportedly, when the prostyle footplate lever was opened, the plunger "kicked backwards" and was out of alignment. The lever would not close; the device was stuck in the vessel. The feet were open and would not close. After opening and closing the footplate lever to release tension, the feet finally closed. There was resistance removing the device but the device let go and came out. After removal, tissue was noted in the posterior feet. The sheath was exchanged for a 6f, then 8f, 10f and, finally, a 12f sheath before bleeding was controlled. A cut down was used to close. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was noted that when the device was pulled back, some resistance was met, but the device let go and came out. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of the resistance has been determined. The removal attempt against resistance was circumstantial and not a contributor as a result of the reported difficulties. A conclusive cause could not be determined as the device was not returned for analysis. It is possible that the plunger was inadvertently shifted back when the foot was deployed. Based the reported information at this point it was attempted to close the foot. It may be possible that the needles/ plunger were in a deployed position such that contributed to the difficulty closing the foot, subsequent difficulty removing the device and tissue caught on the foot. Interaction between the plunger/ needle components and the foot lever will occur when the needles are a deployed position such that will not allow the foot lever to actuate and close the foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional procedure. Reportedly, when the prostyle footplate lever was opened, the plunger "kicked backwards" and was out of alignment. The lever would not close; the device was stuck in the vessel. The feet were open and would not close. After opening and closing the footplate lever to release tension, the feet finally closed. There was resistance removing the device but the device let go and came out. After removal, tissue was noted in the posterior feet. The sheath was exchanged for a 6f, then 8f, 10f and, finally, a 12f sheath before bleeding was controlled. A cut down was used to close. Subsequent to the previously filed report, additional information was received: it was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 6f sheath hole prior to a popliteal artery intervention. A cut down was performed and the peripheral procedure completed. Surgical suturing was used to repair the vessel and achieve hemostasis. There was a clinically significant delay in the procedure and hospitalization was prolonged.